Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 446 mg/dl and 150 mg/dl. The customer was treated with insulin pens. The customer declined troubleshooting of high blood glucose. It was reported that they had problem with sensor. The customer was advised to call the distributor he received them from. The insulin pump and sensor will not be returned for analysis.